Event description:
It was reported that the patient received a fitmore hip stem b ext. Offs., size 10, right side on (B)(6) 2010 and experienced moderate groin pain on loading at 3-year control. It was further reported that the relation to the device is uncertain and that no pain killers were given.

Manufacturer narrative:
The MFR did not receive device, x-rays, or other source documents for review as the patient has not been revised. As no lot number were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).